Manufacturer narrative:
A review of the device history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. The angiodynamics (B)(4) 2015 complaint report was reviewed for the product family of perceptor dt/manifold and the failure mode, "hole in sterile pouch." No adverse trends were identified. The returned sample was visually inspected and the hole in the pouch was confirmed. As part of the receiving process at (B)(4), all pouched products are removed from their inner boxes and a (B)(4) label (in (B)(4)) is applied to each pouch. Additional handling may occur if the pouches are 100% visually inspected. The pouched product is then re-boxed into the inner box by the (B)(4) warehouse employees. The hole in the tyvek was likely caused by the handle of the device in the pouch, however, what caused the handle to be pushed against the tyvek in a manner that resulted in a hole cannot be determined. Potential contributing factors include: handling of the pouches as they are placed in the inner boxes. Handling during transit to (B)(4) warehouse. Handling during (B)(4) labeling/inspection and re-boxing process. All pouches are 100% inspected per angiodynamics procedures during the sealing and final box processes. The directions for use (dfu) for the stopcocks contain the following warning: "contents supplied sterile using an ethylene oxide (eo) process. Do not use if sterile barrier is damaged." (B)(4).

Event description:
As reported by angiodynamics' distributor in (B)(6) , in the distributor's warehouse a small hole was found in the tyvek portion of the device pouch, breaching the sterility. The device had not been provided to a hospital and was returned to angiodynamics for evaluation.